Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents did not witness any development in auditory and speech-language skills post implantation. No medical intervention is planned.

Manufacturer narrative:
Additional information: according to the information received from the field the lack of benefit is related to a incomplete insertion of the active electrode during implantation surgery. Reportedly, 5-6 channels remained extra-cochlear. Furthermore, two additional channels showed high impedance due to undetermined reasons. Revision surgery is considered but no date has been scheduled yet.

Event description:
The parents did not witness any development in auditory and speech-language skills post implantation. Revision surgery is considered.